Event description:
It was reported that the patient's pump eroded. The pump was moved to the other side of the abdomen and additional catheter length was added. The patient recovered without sequela and was "doing fine". The drug contained in the patient's pump was not reported.